Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/03/2015.

Event description:
Procedure - tep totally extraperitoneal. According to the reporter, a doctor found it impossible to inflate the balloon. A new one was opened to complete the case with no problem. There was no harm to the patient.

Manufacturer narrative:
(B)(4).